Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was brought to the hospital by ambulance after being found passed out in the hallway. The patient was in the progressive care unit. Troubleshooting, symptoms, and outcome were all noted as unknown.